Manufacturer narrative:
The reported oad was received for analysis. A visual examination identified a significant amount of adhered biological material on the driveshaft and crown. Although the material did not prevent a guide wire from passing through the device, it is possible that it may have contributed to the reported event during the procedure. When tested, the oad functioned as intended with anomalies noted. As the guide wire used during the procedure was not returned for analysis, it was unable to be determined if it contributed to the reported event. At the conclusion of the device analysis investigation, the reported event was unable to be confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), the device became stuck on the guide wire and the procedure was aborted. Following the second pass with the oad, the device became stuck on the guide wire. It was unable to be dislodged and the device and wire were removed together. The lesion was unable to be re-wired, resulting in the procedure being aborted. The patient was treated with balloon angioplasty during a later procedure and is in stable condition.